Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a spinal surgery. Intra-op, the surgeon faced difficulty in inserting the spacer while entering the disc space during initial insertion. When the surgeon pulled it back to attempt a different insertion angle, the peek "hinge" on the back of the implant was found broken. It was explanted completely. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and microscopic examination identified peek upper component ears broken off and not returned for analysis. Optical and microscopic examination did not identify damage to the nose of the peek upper component. Optical and microscopic examination of the implant identified very light surface marks on the peek scallop features of the peek component. Witness marks are noted on the rear surface, around the elevation screw. Unable to determine definitive root cause from the available information. If information is provided in the future, a supplemental report will be issued.